Event description:
Pt called to report adverse reactions to essure permanent birth control system. She said immediately after implantation procedure, she felt sore, which she thought was normal. However, she stated 5 days after implantation, she began to feel nauseous when eating, had extreme lower abdominal pain, heavy bleeding, discomfort and a burning/tingling feeling in the left side of her abdomen spreading to the right side. Pt said she has abdominal swelling, is in constant pain, and the prescribed pain medications are not helping. She said she is scheduled to have a hysterectomy (B)(6) 2013 for device removal. She said she had tests done that ruled out any gi problems as the cause for her pain. She also mentioned a CT scan found a cyst on her ovary, but that too was ruled out as a cause for her pain and symptoms.